Event description:
It was reported that during a replacement procedure for normal battery depletion, this newly implanted subcutaneous implantable cardioverter defibrillator (s-ICD) device recorded a shock impedance measurement of one ohm at induction testing. The patient required an external shock to terminate the arrhythmia. This s-ICD was subsequently explanted and replaced. However; the same impedance measurement was achieved with the replacement device. The s-ICD electrode was explanted and replaced to resolve the event. Both products are expected to be returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a visual inspection of the device noted an arc mark on the device case. The s-ICD was unable to be interrogated and was sent for further another analysis. It was concluded that the arc damage likely occurred due to the device delivering a shock with a shorted electrode in close proximity to the case. Therefore, the damage is deemed due to the environment outside of the device. Based on inspection and analysis of this device, evidence indicates the device was damaged after delivering a shock through a shorted defibrillation lead.

Event description:
It was reported that during a replacement procedure for normal battery depletion, this newly implanted subcutaneous implantable cardioverter defibrillator (s-ICD) device recorded a shock impedance measurement of one ohm at induction testing. The patient required an external shock to terminate the arrhythmia. This s-ICD was subsequently explanted and replaced, however the same impedance measurement was achieved with the replacement device. The s-ICD electrode was explanted and replaced to resolve the event. No additional adverse patient effects were reported. This device was received for analysis.